Manufacturer narrative:
This report is being filed to provide additional information in h.3, h.6 and h.10.investigation: one filter from the collection set was returned for evaluation.the leukoreduction filter was tested for flow rate and air leaks. A slow flow rate of 10 ml/minwas noted, and it was confirmed there were no air leaks.the filter was disassembled and rinsed with normal saline and confirmed that anomalies such asdetached or misaligned membranes were not observed in the filter. The number of filtermembranes used for the filter conformed to the specification. Residual blood, which had notbeen rinsed, was locally observed in all filter membranes.the manufacturing records, test records, and inspection records were reviewed forabnormalities and none were found.the records regarding the particulate removal rates of the filter membranes were reviewed. Allmembranes conformed to established specification.root cause: based on the available information, it cannot be ruled out that the higher-than-expected wbc content in the whole blood product could be due to an occlusion, we noticedthat the first through third filter membranes from the inflow side of the filter were locally dyeddark with toluidine blue. The investigation showed residual blood in all filter membranes andthatocclusion had locally occurred. Blood may have been filtered by the filter area which was smallerthan usual and the linear speed (flow rate per unit area) increased, and then leukocyte leakageoccurred. As an increase of wbc contamination complaints were noted from previous lotnumbers, further investigation was performed. Investigation results indicated that the cause ofhigher-than-expected wbc content in the whole blood product was due to the maximum poresize of the filter membrane is likely to increase according to the combination of multipleparameters in manufacture of leukoreduction filter membranes and wbc contamination is likelyto occur frequently in the product lots of which the maximum pore size of the filter membranehas increased. The instructions for use provide a caution to not squeeze or apply pressure tothe filter while it is attached to the bag containing the filtered blood and also to clamp theblood-filled tubing before blood enters the filter in order to avoid leukocyte leakage.

Manufacturer narrative:
Investigation is in process. A follow up report will be provided.

Event description:
The customer reported elevated white blood cell (wbc) content in a filtered whole blood unit. There was not a transfusion recipient or patient involved at the time of whole blood processing,therefore no patient information is reasonably known at the time of the event. Donor unit # (B)(4).